Event description:
It was initially reported that during an unknown procedure, the device misfired. They oversewed the anastomosis there was no adverse consequence to the patient. Additional information received on 2/1/2010: when the surgeon fired the stapler it crunched as appropriate, but when they removed the stapler, only the posterior side stapled. The anterior side did not have staples. There were no staples laying loose in the abdomen. They were able to cut the bowel again to remove the partial staples that fired. They re-sewed the purse string and fired another like stapler. There were no problems with the 2nd firing. There were no patient consequences and the patient has gone home without problems from the hospital.

Manufacturer narrative:
(B)(4). Anvil not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half breakaway washer was present and there were no staples present indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.